Manufacturer narrative:
Eval summary: based on analysis results, the complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was the bottom transmission clamp due to stripped threading. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported that the holster was making a grinding noise during a breast biopsy. The case was completed with no pt consequence.